Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 3002808148-2024-31233. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the ultrasonic probe was not working. It had a "feeble ultrasound signal with no real penetration into the tissue." The physician mentioned it was a "weird starry night appearance." This issue occurred during transbronchial biopsy with radial probe endobronchial ultrasound (r-ebus) guidance. The procedure was the last step following needle biopsy of an endobronchial biopsy and re-cannulation of an airway obstruction. The physician only performed forceps biopsy rather than cryobiopsy since location could not be confirmed with r-ebus. A suboptimal sample was obtained therefore, the patient will need another procedure.

Event description:
Olympus further received information that the procedure was not rescheduled.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, additional information based on the approved final investigation and correction to b2 (missing data from initial MDR). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device underwent visual inspection and functional tests. The customer allegation was confirmed, the probe was not working anymore. The unit displayed very noisy image with lines shooting from the center due to bubbles existed inside near probe tip. Based on the results of the investigation, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. During the event, the customer stated troubleshooting was done. The customer disconnected the probe and plugged it in again. The driver was reset. The event was classified conservatively as a serious injury as the initial procedure did not go as planned, necessitating an alternative approach and a subsequent procedure. The patient did not suffer harm. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the procedure was not rescheduled.

Manufacturer narrative:
This report is being supplemented to provide correction to h6 type of investigation (missing data from MDR 3002808148-2024-31235-01).